Event description:
A hospital in another country, reported that iw950 cosycot infant warmer was alarming out for an unknown reason. It was also reported that the entire warmer was leaning backwards at approximately 10 degrees angle. No patient consequences was reported.

Manufacturer narrative:
Replaced the pivot plate of the infant warmer. An investigation was carried out based on the event descriptions, photos and results of previous investigations on similar complaints, as the complaint device had not been returned for evaluation. Deformed pivot plate of the cosycot infant warmer, due to excessive weight loading, is a known problem. Total weight of the device, including accessories and patient, exceeding 115 kg may, under certain circumstances, cause cracks in the plastic legs of the base and damage to the base electric elevator mechanism. It was also reported that the warmer displayed "see manual" alarm on the front control panel. This indicator usually flashes when a fault has been detected or the overheat protector in the heater has tripped. Conclusion: we have an open CAPA to address the pivot plate issue. The corrective action, informing the users of the maximum weight for the cosycot infant warmer and to inspect the bases of their cosycots, is expected to be completed by the end of may 2008. This corrective action has been notified to the office. The "see manual" alarm problem could possibly be due to the tripping of the overheat protector in the heater; however, it cannot be confirmed as the complaint device had not been returned for further investigation.